Manufacturer narrative:
Product complaint # (B)(4). Batch # t5a880. Investigation summary: the analysis results found that the ats45 device was returned with no apparent damage and with a 6r45b cartridge loaded on the device. The reload was received unfired. The device and returned cartridge were tested for functionality and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete, and the staples were noted to have the proper b-formed shape. If a reload is not loaded, or is improperly loaded in the reload jaw, the anvil jaw will not close. If high resistance is felt when squeezing the closing trigger, check to ensure that the reload is present and the reload alignment tab is seated in the reload alignment notch. Event could not be confirmed as the device opened and closed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information obtained: can you please provide more event details how the device cut, but did not staple? The information I got from the user was that the stapler did cut, but not staple. Were staples not visible on a portion of the staple line or were staples missing from one or more of the staple lines? Staples were totally missed on the staple line. Was the cartridge loaded into the jaws of the device with the red staple retaining cap still on the plastic cartridge reload deck? It was loaded with the staple retaining cap on, according to the customer. Were any staples seen in the reload before installing it into the jaws of the device? No information if any staples did deploy, what was the appearance of the staples? (B-formation, irregular, legs straight)? No staples were seen according to the customer. How was the cut/staple line managed? They used a new stapler and stapled again, to close the intestine.

Event description:
It was reported that during an unknown procedure, the stapler was fired twice with white reloads. The third firing was done with a blue reload, and the stapler did only cut, no staples were formed. No patient consequence reported.